Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose level was 152 mg/dl. The alarm was resolved by a complete infusion set change. The product was not returned. Nothing further to report.